Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos at night and smudge on lens. Clinical reason for explant was pseudophakic. The iol was planned to exchange for unspecified advanced technology intraocular lenses (atiol) following the initial implant procedure. Additional information has been requested but is not available at the time of this report.